Event description:
It was reported that a reflex-hybrid fixation pin and screw extractor inner shaft were observed to be bent outside the or. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report will capture the inner shaft.

Event description:
It was reported that a reflex-hybrid fixation pin and screw extractor inner shaft were observed to be bent outside the or. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report will capture the inner shaft.

Manufacturer narrative:
The event was confirmed via visual inspection of the returned device. The body of the inner shaft is deformed / bent. Threading at the tip of the instrument is severely deformed / worn. The device is no longer functional. Manufacturing history was reviewed and no issues were identified. The lot was manufactured in jun of 2014. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. No additional information was provided from a complainant. The general instrument IFU states that, " the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." The cause of the reported event is normal wear due to device being is use for eight years.